Manufacturer narrative:
(B)(4). Insulin pump seats immediately during the displacement test due to the motor slide tip broken off and getting stuck to the motor sleeve. Unable to perform the displacement test due to motor slide damage.

Event description:
The customer reported via phone call that the reservoir was stuck. The customer¿s blood glucose level was unknown. Customer also stated that the tubing connector was broken itself and tried to twist the reservoir counter clockwise but does not move. The insulin pump will be returned for analysis.